Event description:
Fall from horse with unstable type ii fracture of odontoid process. Surgery the next day for posterior fusion and wiring fixation of c1 & c2 using sonntag technique and titanium atlas cable. Nineteen months later began signs & symptoms of bugs crawling on right side of face with paresthesia for 2 months. 5/2002 discovered part of titanium cable imbedded in cervicomedullary junction. Had surgery in 2002 to remove it. Seven (7) inch piece of cable had broken and dislodged causing signs and symptoms. Cable removed in o.r., discharged next day.